Manufacturer narrative:
Result of investigation: vyaire medical was unable to verify the customer's reported issue. Exact issue is unclear and the customer did not provide any further details. The case has been closed after three attempts without any reply from the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). Log file analysis shows alarm 316 - blower failure and alarm 401 - inspiration valve or device leaky occurred on (B)(6) 2020 and reoccurred on (B)(6) 2020. There was no blower temperature alarm. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 1000 experienced alarm 316 - "blower failure". The customer confirmed that there was no patient involvement associated with the reported event.